Event description:
The patient was determined to be at risk for falls and placed on a bed alarm. The patient also had sequential compression devices (scds) on both legs. The patient got up from bed and fell. The bed alarm did not alarm. The bed alarm mat and monitor box were removed from service and provided to the biomed department. Upon testing of the mat and monitor box it was determined that the monitor box was functioning properly but there was a short in the wire connection were it connected to the mat.======================manufacturer response for bed alarm, ultimat (per site reporter).======================requested the device to be returned for independent evaluation.